Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported loss of hearing perception on (B)(6) 2018. No trauma or accident is reported. Reimplantation is suggested.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported loss of hearing perception on (B)(6) 2018. No trauma or accident is reported. No redness or swelling was observed at implant site. No change in health or new medication. Reimplantation is suggested.

Event description:
The recipient reported loss of hearing perception with the device on (B)(6) 2018. There was no trauma, accident or changes in health or medication reported. The recipient was re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Event description:
The user reported loss of hearing perception on (B)(6) 2018. There is no trauma, accident or change in health and medication reported. The implant site appears healthy with no swelling or redness present. Re-implantation was performed on (B)(6) 2018. The device has been requested but has not been received for investigation.